Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty autocal valve on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a " runtime calibration failure - 1051 " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.